Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with corroded battery tube, cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call of issues with low battery, battery out limit alarm and blank display. The customer's blood glucose level at the time of incident was unknown. The customer states they changed out the battery twice before they got the display to return. The customer is calling back after receiving replacement battery cap. Troubleshoot was conducted, and the customer was advised that the device would be replaced and returned for analysis. The customer also mentioned having had low blood glucose levels. The customer states they will go to bed in the 100mg/dl and wake up in the 40mg/dl to 60mg/dl range.